Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, during skin closure, the thread came away from the needle while suturing. Another device was used to complete the case. There was no patient injury.